Event description:
It was reported that the bed functions were shorting out due to a malfunctioning mico switch and wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.